Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially related to this complaint. Sample not received by manufacturer in time for this report. Photograph was sent of device.

Event description:
The complaint was reported as: complaint alleges: the trocar in the number 10 fr tube does not go to the end of the chest tube/catheter, making insertion of chest tube difficult. The pt experienced a tension pneumothorax which required a needle aspiration of the lung. Additional information has been requested but not received it time for this report. There were 3 separate problems with this chest tube, so 3 complaints were opened and 3 mdrs will be filed. This is the first of three.